Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the at ablation procedure, the tacticath se was connected to the tactisys, but was not recognized. The tacticath se was disconnected and reconnected and tactisys was rebooted, but the issue persisted. A new tacticath se (lot #8214293) was opened and connected to tactisys, which resolved the issue. There were no adverse patient consequences.